Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the surgeons were transecting the hilum of the kidney and the stapler stopped at the 30mm mark and would not go any further to resect the tissue. They were not able to visualize the cartridge of the stapler to see where the sled was in relation to what the handle was saying. A vascular surgeon was brought in. They clamped each side and then slowly removed the stapler. According to the surgeons, no staples were visualized and the knife blade had cut some of the tissue. Very minor bleeding though. The vascular surgeon helped them to suture and resect the organ. The case was delayed over 30 mins. The pt is doing fine.